Manufacturer narrative:
An event of explant for an unknown cause was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to unknown reasons. The patient status was reported as unknown. Additional information was requested, however is not available.